Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was damaged, and the instrument passed the electrical continuity test. The conductor wire was not exposed. Components adjacent to the dislodged wire do not show damage. Additional observation related to customer complaint: the instrument was found to have damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and the internal conductor wires were not exposed.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 8 mm force bipolar instrument jaws were difficult to open and when trying to open the jaws misaligned. The procedure was completed with no reported injury.